Event description:
The patient reported that shortly after changing the battery, the pump rebooted when it was bumped. She reported that the battery cap was tight and the yellow o-ring was not visible; when she retightened the cap, the yellow o-ring was visible. Patient confirmed that there was no damage to pump or battery cap. This report is made based on the allegation that the pump rebooted without user intervention.

Manufacturer narrative:
Evaluation found that the pump powers up properly. There was no evidence of damage to the power circuit, battery compartment, or battery cap. The pump was exercised for 24 hours with no re-boots occurring. A review of the pump's black box confirmed that rebooting occurred. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release.